Event description:
Customer reported that on (B)(6) 2015 at 11:00 am he was feeling bad and was sweating so he attempted to perform a test using his adc blood glucose meter, but the test did not start after a test strip was inserted into it, so customer called the paramedics. Upon arrival the paramedics initiated an intravenous infusion of unknown type and transported him to a local healthcare facility. At the hospital a reading of 430 mg/dl was received and customer was diagnosed with hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.